Manufacturer narrative:
The returned sample consists of one (1) product, p/n 100/515/080 l/n 3616738; the returned sample was received in used condition. During visual inspection, one small tear in the cuff was observed in the returned sample. The customer reported condition was confirmed. It is the most probable that the cuff tear occured during the tracheostomy procedure due to contact with sharp edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line suctionaid cuff "burst with a breaking sound" immediately on use. Subsequently, a tracheostomy tube change out was required. No adverse patient effects were reported.